Event description:
This lead was partially capped due to lead low impedance and noise which led to inappropriate shocks. Lead appears to have an insulation breach. During laser lead extraction, the lead fractured and the distal tip could not be removed. Only the proximal tip was explanted from the patient. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.